Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the devices were received for evaluation. A visual inspection was performed, and it was noted that the units were wet and cut at the corner of the bags by the end user. No particles were observed inside the bag; however, this could have been due to the particles coming out once the bag was cut, releasing the solution inside by the end user. The reported condition could not be confirmed or refuted. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred either on august 4, 19 or 22, 2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250 ml intravia containers had plastic particles inside the bag. This issue was identified during compounding while adding solution/drug to the bag and/or when removing air from bag. There was no patient involvement. No additional information is available.